Event description:
The customer reported a generator error message. The sys shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.